Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant in a patient with severe aortic stenosis. The anatomical measurements of the patient were: aortic valve angle in 3-cusp view was lao: 40, cran: 7, in rcc-lcc overlapping view: lao: 21, cau: 18, perimeter / perimeter-derived ø: 71.2 / 22.7mm, area / area-derived ø: 385.4 / 22.2mm, min / max ø: 19.3 / 26.7mm, lvot: avg: 23.7, area: 433.5cm2, and perimeter: 75.6mm. During the procedure, the physician performed a percutaneous puncture through the right common femoral artery and inserted a 14f sheath for pre-dilatation with a 20mm non-abbott balloon. The valve was then inserted and advanced to the ascending aorta. The physician targeted an optimal implantation depth around 3-4mm during the valve deployment due to avoiding the leaflet function of the existing mechanical heart valve at mitral valve. However, the annulus end of the valve went up to annulus level, toward the aorta, after full release of three retainer tabs because of the rheumatic aortic stenosis. The valve was positioned stably but the gradient was high, so the physician decided to perform a post-bav and place a second valve. The first valve was snared and pulled above the stj, after which the second 25mm navitor valve was implanted. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there is no clinically significant delay in the procedure. The patient is stable.

Manufacturer narrative:
An event of migration or expulsion of device associated with aortic direction was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, a cause for the reported device migration to the aortic direction could not be determined. The patient effect of aortic valve stenosis appears to be related device migration. The reported unexpected medical interventions and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant in a patient with severe aortic stenosis. The anatomical measurements of the patient were: aortic valve angle in 3-cusp view was lao: 40, cran: 7, in rcc-lcc overlapping view: lao: 21, cau: 18, perimeter / perimeter-derived ø: 71.2 / 22.7mm, area / area-derived ø: 385.4 / 22.2mm, min / max ø: 19.3 / 26.7mm, lvot: avg: 23.7, area: 433.5cm2, and perimeter: 75.6mm. During the procedure, the physician performed a percutaneous puncture through the right common femoral artery and inserted a 14f sheath for pre-dilatation with a 20mm non-abbott balloon. The valve was then inserted and advanced to the ascending aorta. The physician targeted an optimal implantation depth around 3-4mm during the valve deployment due to avoiding the leaflet function of the existing mechanical heart valve at mitral valve. However, the annulus end of the valve went up to annulus level, toward the aorta, after full release of three retainer tabs because of the rheumatic aortic stenosis. The valve was positioned stably but the gradient was high, so the physician decided to perform a post-bav and place a second valve. The first valve was snared and pulled above the stj, after which the second 25mm navitor valve was implanted. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there is no clinically significant delay in the procedure. The patient is stable.